Event description:
Caller reported an issue with the pump where the touchscreen was unresponsive, and the customer was unable to interact with it. The blood glucose level was not adversely impacted and did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.